Event description:
It was reported that a pocket revision was scheduled for this pacemaker system due to pulling. During the revision procedure, the right atrial (ra) lead was inadvertently damaged with cautery. A repair kit was used to repair the ra lead. The procedure was then completed successfully. The ra lead remains in service. No additional adverse patient effects were reported.